Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va25wh8; implanted: (B)(6) 2020 explanted: (B)(6) 2026. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) ubd: 14-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence urinary dysfunction (incontinence, urgency, and/or frequency). The patient was having a planned battery replacement, when it was discovered that the lead was compromised. During extraction another point of compromise was discovered between the pocket and lead insertion point. Lead was successfully explanted. The rep reported that while disconnecting from the battery, it was noticed that the outer covering of the lead had become detached from the lead and could be moved back and forth. Examined closely to determine the issue. The outer covering of lead could move back and forth close to the lead connection point to the battery. While pulling lead from pocket to insertion point, another fracture was noted. The cause was unknown. Patient unable to connect to programmer. The issue was resolved.

Manufacturer narrative:
H3: analysis of the returned lead (l/n: va25wh8) revealed a short between conductors in the body of the lead; consistent with explant damage. H3: analysis of the returned ins (s/n: (B)(6)) revealed that, at analysis time, device exhibited normal end of life battery output after being implanted nearly 6 years. Ins has no output, thus unable to complete any functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.